Event description:
After 1 month of implantation, this lead was explanted because of a pocket infection. This is part of a whole system explant and the pacemaker that the attached to this lead was also reported on an MDR.